Event description:
An mhra user report has been received, reported by the patient's mother "the insulin pump went into automated limited mode at 1.20am whilst we are all sleeping, due to the algorithm thinking it¿s had given a lot of insulin to bring down his hyperglycaemia. This caused the pump to continuously give insulin without using its automated algorithm system. By 3.00am my son became hypoglycaemic and by 4am his glucose level was dangerously low as the insulin pump was continuously delivering insulin even though he was hypoglycaemic. Unfortunately his dexcom g7 sensor had signal loss at this time and I did not get alarms on my phone which usually wake me up. His glucose level recorded in the pump as low meaning below 2.2. I woke at 4.30 went to my son gave him hypo treatment, switched the pump to manual and back to automated mode, reconnected the dexcom g7 sensor. Then had to treat him again with more hypo treatments around 20 minutes later as he was still hypo, until finally the system and sensor were working normally and my son¿s glucose levels returned to a safe level. The manufacturer says that in automated mode the pump should not deliver insulin if the level drops below 3.3 mmol but it did and this is very dangerous. This is also not the first time this has happened. The pump did alarm to say limited mode and three times urgent low but unfortunately I cannot hear it whilst I¿m asleep as it has to be kept in the same room as my son and I rely on the dexcom g7 sensor and app to wake me for the alarms. I feel the pump should have a safety feature whereby on automated mode, limited mode or not, that it should not deliver insulin below 3.3. It makes us worried to sleep at night and difficult to trust the closed loop system used to manage my sons type 1 diabetes". Dexcom has been notified of the event.

Manufacturer narrative:
The physical device was not returned. Cloud data from the user for the day of (B)(6) 2026 was downloaded and reviewed. Review of the patient history buffer (phb) data confirmed that the system was used in automated mode and transitioned to automated mode: limited after the generation of an automated delivery restriction alert at 01:20. The automated delivery restriction alert was generated correctly in response to the automated algorithm delivering the max amount of automated basal insulin for an extended period in response to increasing and high estimated glucose values. The system immediately began safe basal delivery, which is the lower of the user's manual basal program and the adaptive basal rate. The system stayed in automated mode: limited delivering safe basal regardless of estimated glucose values received as expected until the alert was acknowledged and the system put into manual mode at 04:35. The system was switched back into automated mode around 04:45, the system was switched back to manual mode around 19:16, then switched back to automated mode around 21:50 and used in automated mode for the rest of the day. No instances of pod-sensor connection loss were seen on (B)(6) 2026. The phb data showed that, while in automated mode, the automated algorithm appropriately adjust the microbolus amounts based on the estimated glucose values and user inputs. The phb data showed that the automated algorithm appropriately reduced and stopped delivery of automated basal insulin as estimated glucose values decreased towards and below the user's target. No instances of the automated algorithm delivering automated insulin while estimated glucose values were below 60 mg/dl were observed. While in manual mode, the system correctly delivered the user's manual basal program. The cloud data showed that all alerts, reminders, and notifications were generated correctly as conditions were met, including the automated delivery restriction and multiple urgent low glucose alerts. No evidence of an over delivery of insulin or of pod-sensor communication issues was observed in the available cloud data. Locked down smartphone: lockdown. Omnipod software app version: 3.1.5-p001. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.